Manufacturer narrative:
Final analysis found the device was received in backup vvi operation. Review of the device image found one entry of backup operation that was triggered by watchdog error timeout in the hercules integrated chip. The device was tested on the bench and the reset anomaly could not be reproduced. The cause of the reset event could not be conclusively determined. The recorded electrograms showed no signs of inappropriate high voltage therapy. The device functionality was otherwise normal. No other anomalies were found.

Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation of the implantable cardioverter defibrillator, the device revealed a stored episode of inappropriate shock caused by atrial fibrillation episode followed by rapid ventricular response. The device then suddenly reverted to backup vvi operation. It was recommended that the device be replaced, the device was then explanted and replaced on the same day. The patient was reported to be in stable condition post procedure.